Manufacturer narrative:
One used pump was received for investigation. A visual inspection found no physical damage on the pump, however fluid ingression was later found on the downstream occlusion sensor. A "wrong cassette" message was present in the event history log. The reported problem could not be verified during testing. No error messages were present when attaching a cassette to the pump. No definitive root cause could be determined.

Event description:
It was reported that the pump exhibited a "cassette not latched" error. No injury was reported.